Manufacturer narrative:
According to the practitioner, two implants didn't take and failed to integrate. The two implants has been placed in 14 and 24 position on (B)(6) 2017. Two months after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
Two implants fails to osseointegrate.